Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported incident defib fault 76 and defib disabled on power up was observed and verified to a defective pace/defib (pd) engine and it was replaced to resolve the issue. The pd engine was scrapped. The device recertified. No emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.